Event description:
Hospital advised that the unit alarmed as intended when in use and displayed "channel error". The alarm notified the caregiver that an action was required to maintain appropriate infusion. There was no pt consequence.